Event description:
In october 2004, the pt reportdly was seen at the center for evaluation. Testing performed revealed increasing impedance measurements on four electrodes. The surgeon confirmed that at least four of the elctrodes on the electrode array were out of the cochlea. The decision was made to explant the pt's cii device.